Event description:
Event became reportable based on product analysis. It was reported that during a renal stenting procedure, a guide catheter tip damage occurred. The lesion was located in the renal artery. The physician delivered another manufacturer's stent. The runway guide catheter and unspecified wire were withdrawn. The wire was unable to be advanced through the tip of the runway guide catheter. The "inner lumen had prolapsed." The procedure was completed with another of the same guide catheter. No patient injuries or complications were reported. The patient status is reported as "fine." However , product analysis revealed the braided shaft that was partially exposed.

Manufacturer narrative:
Visual and tactile inspection revealed a minor kink in the distal shaft, approximately 1.1 cm from the distal tip, and a prolapsed distal tip. The prolapsed tip included a majority of the circumference of the tip bent inside the lumen of the device, ending with the start of the braided portion of the tip shaft. Microscopic examination of the distal tip revealed at least 3 locations around the circumference of the tip shaft where a portion of the braided shaft was partially exposed. Microscopic inspection of the entire distal shaft presented no evidence of any material or manufacturing deficiencies that could have contributed to the prolapsed tip or the kinked distal shaft. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is operational context, due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.